Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient experienced acute pump pocket fluid collection, headache, dizziness, nausea, and pain. The patient's symptoms were due to a cerebrospinal fluid (csf) leak and a catheter disconnection where the flowonix catheter was connected to a non-flowonix catheter. The non-flowonic catheter had also retracted. A revision surgery was performed on (B)(6) 2017 and the exisiting catheters implanted in the patient were reconnected. The patient recovered from her symptoms and pump therapy has continued. The patient was doing fine as of 5/12/2017.